Manufacturer narrative:
The device was returned to our repair facility for evaluation and repair. The issue could not be confirmed for output lags and surges. The reported issue could not be confirmed through testing and troubleshooting. The unit was ran through burn-in with the outputs monitored by an oscilloscope. There was no increase or decrease in power recorded. After the burn-in there were still no issues with the outputs. Based on the testing of the unit, it is likely that the issues that occurred were the result of some other factor during the procedure. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.

Event description:
During a leep procedure, the generator would seem to lag then surge. As a result of the surges, the biopsy that was taken from patient had too much thermal damage to be evaluated. The patient needed additional treatments for injuries sustained, but has since fully recovered.